Manufacturer narrative:
No photographs were available. The customer provided a diagram indicating the leak was below the rod/channel area on the right side of the face of the bag. Should additional relevant information become available, a supplemental report will be filed.

Event description:
It was reported that one unit of an exactamix dual chamber bag was found to be leaking during the filling process at the pharmacy. The customer stated that when the assistant infused lipids into the small chamber of the bag, they noticed a tear which began to leak. The customer stated the tear was under where the chambers were separated. The leak was identified prior to patient use. There was no report of patient injury or medical intervention as a result of this event. No additional information is available.

Manufacturer narrative:
No photographs were available. The customer provided a diagram indicating the leak was below the rod/channel area on the right side of the face of the bag. Should additional relevant information become available, a supplemental report will be filed.

Event description:
It was reported that one unit of an exactamix dual chamber bag was found to be leaking during the filling process at the pharmacy. The customer stated that when the assistant infused lipids into the small chamber of the bag, they noticed a tear which began to leak. The customer stated the tear was under where the chambers were separated. The leak was identified prior to patient use. There was no report of patient injury or medical intervention as a result of this event. No additional information is available.